Event description:
It was reported that during a ptca procedure, the balloon ruptured and became stuck in a previously placed stent. During removal the catheter broke inside the pt. During removal the catheter broke inside the pt. The pt was sent for bypass surgery. The pt expired 3 days after the procedure. The causes of death was not available.